Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed a 12mm longitudinal tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jan-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mmx2.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mmx15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon tear.